Event description:
Patient presented to the clinic with an increase in impedance. Sensing and threshold has also steadily increased. It was noted that when the patient push on their hands and scratches the right shoulder, noise was reproduced on the lead. Patient will be followed up in september.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.